Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's small keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon physio-control evaluation it was found that the control panel was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.